Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 18, 2021 that a hot axios stent was implanted in a transgastric position to treat a 7cm pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the axios removal procedure performed on (B)(6) 2021, it was noted that the stent migrated into the collection. The physician attempted to remove the stent using a rat tooth forceps; however, the stent was unable to be visualized due to tissue overgrowth and could not be removed. The physician then attempted to remove some of the tissue to expose the stent for removal; however, this was also unsuccessful. The patient was referred to surgery and a distal pancreatectomy was performed the same day to remove the stent. The patient experienced patient complications and was admitted to the hospital for the surgery to remove the stent and recovery. Reportedly, the patient is expected to fully recover.